Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Customer called regarding the e-5 and wanted to know what means. Consumer also states that had an hi blood glucose results over the weekend the customer is only concerned with results obtained of e-5 and hi. The expected fasting blood glucose test result range is 160mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 167 and 158mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is last week the meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states sometimes while out she does not want to test in front of her friends and skips her lunch sliding scale and her readings are very high later in the night when she does that.